Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 212 mg/dl and sensor glucose was 57 mg/dl at the time of incident when it triggered threshold suspend. The customer also had reading of blood glucose 102 mg/dl and sensor glucose was 70 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened and used sensor and performed visual inspection and found sensor cannula damaged, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened and used.